Event description:
It was found that the patient right side rail lowered quickly due to the side rail assist cable being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.